Event description:
A report was received that the patient was unable to charge the ipg efficiently. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was unable to charge the ipg efficiently. The patient underwent an ipg repplacement procedure.